Manufacturer narrative:
Approximate age of device ¿ 1 year and 5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that an lvad fault alarm occurred. The patient was asymptomatic. The modular cable was exchanged. The alarm resolved. No additional information was provided.

Manufacturer narrative:
Investigation conclusion: the reported event of an lvad fault alarm could not be confirmed as no log files from the time of the event were submitted for review. Additionally, evaluation of the returned modular cable did not confirm damage that would have contributed to the reported lvad fault alarm. The account communicated that an lvad fault alarm occurred. The patient was asymptomatic and the modular cable was exchanged. The alarm reportedly resolved. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4) and no further events have been reported at this time. The hm3 lvas IFU provides information regarding system alarms and steps to resolve them. No further information was provided. The manufacturer is closing the file on this event.